Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The compatibility between freestyle librelink and the lnx320- lg mobile device has not been tested at the time of investigation. Abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed in the compatibility guide. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to activate with the freestyle libre 2 sensor. The customer subsequently lost consciousness, and when a third-party attempted to scan sensor, an error message appeared. The third-party obtained a capillary result of 35 mg/dl, and as customer began to re-gain consciousness, the third-party treated customer with juice, soda, and coffee with milk. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensors using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visually inspected the sensor plug assembly and no failure modes were observed. The sensor was activated with a known good reader and linearity testing was performed, the high glucose alarm was successfully activated. No malfunction or product deficiency has been identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to activate with the freestyle libre 2 sensor. The customer subsequently lost consciousness, and when a third party attempted to scan the sensor, an error message appeared. The third-party obtained a capillary result of 35 mg/dl, and as the customer began to re-gain consciousness, the third-party treated customer with juice, soda, and coffee with milk. There was no report of death or permanent injury associated with this event.